Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. Insulin pump had minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 97 mg/dl. The customer stated that the device would not stop alarming and that it read: button pressed for more than 3 minutes. She also recalled that the device had been in her bra and may have been exposed to sweat. Advised discontinuation of the insulin pump. Nothing further reported.